Event description:
It was reported that during a procedure at the user facility the nozzle of the cement mixing bowl was not able to be connected properly causing a detachment and finally a leakage of cement out the gun and therefore it had to be applied by hand. The procedure was completed by placing the cement by hand; no medical intervention or adverse consequences have been reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text: not available.

Event description:
It was reported that during a procedure at the user facility the nozzle of the cement mixing bowl was not able to be connected properly causing a detachment and finally a leakage of cement out the gun and therefore it had to be applied by hand. The procedure was completed by placing the cement by hand; no medical intervention or adverse consequences have been reported.